Event description:
Baxter affiliate reported a pt received an overfill of solution during a treatment on homechoice cycler. It was reported that during the fill phase, a manual drain was initiated and was stopped before being allowed to continue to completion without interruption. Afterwards, it was reported that the homechoice device displayed the fill volume as being a negative volume, rather than 0 ml. The fill phase was resumed and the device initiated the delivery of fluid starting from the negative volume. Therefore, it is suspected that the device had delivered the negative volume of fluid before starting to deliver any of the programmed fill volume. There was no pt injury or medical intervention associated with this incident.